Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. There is tip damage. Microscopic examination revealed the balloon has 1.5mm circumferential tear 36mm from the proximal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee (btk) vessel. After a guide wire passed through the lesion, a 2.5mm x 220mm x 150cm mr coyote¿ balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon. No patient complications nor injury were reported.